Event description:
Additional programming history review was performed from the in-house database which revealed that the faulted system diagnostic test on (B)(6) 2009 inadvertently changed the patient's settings. A final interrogation following the system diagnostic test was not performed as recommended in manufacturer labeling. The settings were not corrected until (B)(6) 2009.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unintentionally programmed to 0ma output. It was indicated by the nurse that there was no final interrogation performed following the system diagnostics. Good faith attempts to obtain additional information have been unsuccessful to date. It is unclear at this time what had caused the program settings to change.

Manufacturer narrative:
Analysis of programming history.